Event description:
Patient reported to orthodontist that the bracket popped off their tooth while they were eating a soft pretzel. A piece of enamel, down-to-dentin in depth, was removed with the bracket from patient's lower left second biscuspid. Orthodontist stated that he would send patient to dentist for repair of the tooth.